Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the patient had a previous right total hip with a summit stem and a pinnacle cup with a metal liner and metal head. The patient developed pain in the hip and was brought in for revision to poly liner and ts ceramic head. Doi: unknown, dor: (B)(6) 2017, right hip. Surgical delay of 45 minutes.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.